Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium hemostatic valve was, "stuck up into the handle of the sheath," and it was no longer visible. When inserting the dilator, the staff ensured that the dilator was advanced straight into the valve and there was no resistance. When they pulled out the dilator, the hemostatic valve was leaking back blood, and was stuck up inside the carto vizigo¿ 8.5f bi-directional guiding sheath - medium handle. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. The procedure continued. Additional information was received. The brim cap/hub became detached from the sheath as it was observed to have been detached and inside the vizigo handle. The sheath was being used on the patient. Unknown if air entered the patient¿s body. No consequences as of yet. No treatment. Minimal blood that was lost. The abbott brk xs needle was used. Although they answered ¿yes¿ to the brim cap/hub being detached, it is not possible for the brim cap to be "inside the vizigo handle" and therefore, this event was assessed as MDR reportable for a hemostatic valve separation.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002323 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).